Manufacturer narrative:
The product has not been returned. Evaluation of the device has not been conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a cochlear implantation a loose metal ring from the attachment fell in situ in the patient. The ring was found and the patient has no problems. Additional information indicated that after the mastoidectomy the physician saw a ring in the patient. She believed it was a "ring" from the attachment but she was not sure because there was no loss of function. Additional information also indicated that the "ring" was found in situ in the mastoid area. The physician cleaned the region of the patient. She was looking for other foreign body, but it was just that "ring." The "ring" was retrieved with tweezers.